Event description:
It was reported that a user experienced recurrent early-morning hypoglycemia while using the ilet system, with the user perceiving excessive insulin delivery as glucose levels were dropping and noting lows on mornings following prior elevated glucose levels. Symptoms included hypoglycemia requiring self-treatment with oral glucose. Outcomes included no reported hospitalization, emergency care, or device alerts or alarms. Investigation included review of user-provided reports by clinical and research teams and customer care troubleshooting with education, with a consultation offered for further clinical review. Investigation of this case revealed no confirmed device malfunction and no reproducible algorithmic error based on available data. It was concluded that the cause of the hypoglycemic events was unclear and that further clinical consultation would be appropriate.